Manufacturer narrative:
In initial report, only the year of manufacture was not provided. The complete date of manufacture has now been provided 10/27/2007. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2007. The field service specialist (fss) visited customer site to inspect the unit. The fss checked the unit and there was visible charring and signs of smoke. Fss found the issue with the base charge controller with several burnt components in close proximity to inductive charger. Fss replaced the base charge controller and verified correct instrument operation. The system was found to meet and operate as per abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported burning smell from the whitestar signature system on boot up. There was no patient involvement reported and no patient treatments delayed or cancelled.